Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was not onsite since the customer did not request any service. The customer asked the third party to perform the repair. According to the received information, the cause to the reported issue was due to blown fuses. The fuses were replaced and the problem was solved. The cause of a blown fuse could be one or a combination of the following causes - electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder.

Event description:
It was reported that the compressor suddenly stopped running. There was no patient harm. Manufacturer ref.#: (B)(4).